Event description:
A cartridge change error was reported with the customer's pump, but there was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect the cartridge and pneumatic tap area, clean it, and attempt to reload the cartridge. Initially, the customer was unable to load the cartridge, but after additional assistance from technical support, they successfully filled and loaded a new cartridge onto the pump and resumed insulin delivery.